Event description:
Removal of stacked implants, insertion of 27-163656 a mcghan/inamed style 163 biodimensional anatomical saline inflatable, posterior diaphragm valve, late issue, 655 cc (40-41 mm internal patch, 23-24 mm aperture, 30-31 mm outer patch) implant received innoval), left implant/capsule: implant inserted and removed - not ruptured, attached pannus (posterior, equator), tissue ingrowth in valve mechanism, open valve cap with oversize orifice (non-conforming parts/mfg defect), iatrogenic rupture (1cm intentional puncture near apex, probably incidental to removal). Minor tissue fragments attached to textured surface and captive within valve - hyalinized material nearly acellular with foreign inclusions and focal inflammatory activity.